Manufacturer narrative:
Batch review performed on 10 october 2023. Lot 2113346: 71 items manufactured and released on 29-nov-2021. Expiration date: 2026-11-08. No anomalies found related to the problem. To date, 70 items of the same lot have been sold with another similar reported event during the period of review. Additional component involved in the event: batch review performed on (B)(6) 2023 reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2103876: 39 items manufactured and released on 01-jul-2021. Expiration date: 2026-06-16. No anomalies found related to the problem. To date, 35 items of the same lot have been sold with no other similar reported event during the period of review.

Event description:
At 1 year and 6 months from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner. The surgery was completed successfully.